Manufacturer narrative:
B.3. The date received by manufacturer has been used for this field. H.3. If a device evaluation and/or device history review is completed, a supplemental report will be filed.

Event description:
It was reported that the bd syringe 5ml ll euro 125 s/c had foreign matter. The following information was provided by the initial reporter: "when inspecting the material before use, the operators detected that there is an oily substance inside the syringe on the plunger, see picture. Hypothesis: too much lubricant on plunger. Containment: syringes are rejected, not used (no patients at risk)."

Manufacturer narrative:
Five photos of 5ml luer-lok syringes were received by bd. A quality engineer was able to review the photos regarding item #309649. Two photos each show a loose syringe with silicone visible on the stopper. One photo shows a loose barrel with the plunger and stopper removed and trace amounts of silicone inside the barrel. Two photos each show an image of a loose plunger with stopper attached with silicone visible on the stopper. The observed silicone is not excessive in any of the five photos received. The condition observed is acceptable per product specification. The reported defect was not identified in the photos received. Therefore, no corrective action is required at this time. Any unused physical samples are required for testing to be performed by a trained bd associate to determine a more thorough evaluation for applicable defect and potential root cause determination. Silicone is an inert, non-toxic medical substance used as a lubricant for disposable hypodermic products. It is an integral part of the syringe, enabling it to perform as required in various clinical applications and does not present a safety or efficacy issue nor does it impact product function. The silicone application process is designed to provide an even distribution of silicone on the interior of the syringe barrel. However, in this case, there is an unusual aggregation of silicone on the stopper or on the barrel roof area which created the noticeable appearance. Silicone has been in use in this application for over 20 years, with estimated distribution well in excess of 25 billion units. No reports are known of adverse clinical effects associated with these products and unintentional delivery of silicone fluid lubricant. A device history record review was completed for provided lot number 2095714 showing no rejected inspections or quality issues during the production of the provided lot number that could have contributed to the reported defect.

Event description:
When inspecting the material before use, the operators detected that there is an oily substance inside the syringe on the plunger, see picture. Hypothesis: too much lubricant on plunger. Containment: syringes are rejected, not used (no patients at risk).